Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Event description:
A health care provider (hcp) reported the patient's system was explanted due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.